Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The difficulty to position/remove the guide wire could not be replicated in a testing environment as it was based on operational circumstances. The stent damage, bunched balloon and shaft, and shaft separation likely occurred as a result of tensile overload (material fatigue/stress) during resistance with the guide wire as force was applied, which ultimately contributed to a clinically significant delay in the procedure prolonging exposure to angiogram. It should be noted that the instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: boston .014 pt2 180 cm. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the mid right coronary artery for treatment of a 70% occlusion, resistance was felt while advancing a 2.5x38 rx xience prime stent delivery system over a .014 non-abbott guide wire outside of the anatomy. Force was applied and a stent strut became bent. The stent system was removed from the guide wire with resistance. The procedure was ultimately completed successfully using two new xience prime stent systems advanced over the same guide wire. Although there was a clinically significant delay in the procedure prolonging exposure to angiogram, there was no adverse patient effect. No additional information was provided.